Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the therapy electrode pads. The patient reported that he had a chemical burn from the lifevest. The patient's doctor noted that the irritation resembled ring worm and prescribed a steroid for the irritation. Follow-up indicated that the irritation was healing.